Manufacturer narrative:
(B)(4). Date sent: 9/28/2023 d4: batch # 106c93. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no reload present. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The device was disassembled to reset the bailout system and the device was dry fire and the connector articulation was disassembled causing that the knife started to come off and tangle through the articulation mechanism. After further evaluation, the knife was noted to be buckled and the articulation mechanism was noted to be broken. The event reported was confirmed and it is related to improper use of the device. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the device. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 106c93, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, surgeon went to fire and the gun¿s manual retractor latch opened instead of the stapler firing. A new stapler was opened to complete the procedure. The surgery was prolonged by approx. 5 mins. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 8/31/2023. D4: batch # unk. B3: exact event date unk, entered (B)(6) 2023 as only the year was provided. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.